Manufacturer narrative:
Calibration and controls were acceptable. There is no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The troponin t reagent lot number was 74311201. The reagent expiration date was requested, but not provided. The field service engineer determined the pre-wash drain was clogged. The drain was cleaned. Operational and mechanical checks passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen 5 stat assay on a cobas e 601 module. The sample initially resulted in a troponin t value of 126 ng/l with a data flag. The initial value was reported outside of the laboratory. The sample was automatically repeated due to the data flag, resulting in a troponin t value of 70 ng/l.